Manufacturer narrative:
The device has been returned and a device evaluation completed. The manufactured date for the device is not available at this time. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue buildup. The ptfe pad (teflon pad) was inspected and it has normal wear with no metal exposed. The distal end of the device was inspected under a microscope and found charred marks to the probe tip unit. The distal end was activated using saline and observed energy flowing properly. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Product investigation conclusion based on the evaluation was not able to confirm the user¿s complaint as the devices operate normally with no signs of a broken jaw or any abnormalities. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Event description:
It was reported, during a therapeutic total laparoscopic hysterectomy procedure the device jaw broke off after two bites and fell into the patient. The piece was retrieved form the patient using a grasper. There was a three minute delay to the procedure. There was no noted physical damage to the teflon pad or probe unit prior it to breaking. The settings on the generator were 2/2. There were no error messages, alarms, or alert tones. There was no adverse impact to the patient. The procedure was completed with a similar device. The device was inspected prior to use with no abnormalities observed.